Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future occurrences. The customer was advised to call back if the malfunction code reappeared and confirmed understanding of the instructions. The customer was allowed to continue using the pump.